Event description:
When the device was used during an open roux-en-y procedure, it fired malformed staples at one end of the staple line. The staple line was re-stapled and the case was completed without pt consequence.